Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging an issue with a missing average on her onetouch verio iq meter. The customer care advocate (cca) spoke with the patient to obtain and verify information during a follow up call; however, the patient did not want to answer questions. The complaint was classified based on cca documentation from the initial call. It is not specified when the alleged issue began. It is not known how the patient manages her diabetes or if she made changes to her usual diabetes management routine. The patient did not specify developing symptoms or receiving treatment due to the alleged issue. The cca educated the patient about meter averages; however, the alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. There is no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged missing average issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.